Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began sometime in (B)(6) (day/year not specified) prior to contacting lfs. The patient informed the cca that she manages her diabetes with insulin (type/dose not specified). The patient claimed several times in the last month, she administered herself additional insulin and was carefully monitoring herself to avoid going low as a result of the alleged issue. The patient claimed an at unknown date/time after the alleged issue began, she was feeling warm and sweaty. However, it is not known if the patient seek medical treatment as a result of her symptoms. At the time of troubleshooting, the cca noted the patient had used the subject meter before, there was no misused of the meter, and the meter required new batteries, but new batteries were not available at the time. The cca educated the patient on the meter's behavior and auto-shutoff; however the alleged issue was not resolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Manufacturer narrative:
Follow-up # 1 (06/04/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. The meter was found to test within operating parameters. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.